Manufacturer narrative:
H3: product analysis: evaluation determined that distal bearing was detached. The likely cause of failure could not be determined. No other failures found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during surgery while drilling, the small part (ring) fall out of the attachment. They had to replace the attachment. At the time of report, there was no patient involvement reported. Additional information received stating, the ring came loose inside the device. There was no patient impact and the surgery was delayed by a few minutes because the device had to be replaced intraoperatively.